Event description:
It was reported that doctor previously revised patient's left hip for adverse local tissue reaction with cobalt chrome head post revision left hip surgery for adverse local tissue reaction with rejuvenate. Patient's left hip required an additional revision surgery due to adverse tissue local reaction. Verified by patient exam, lab and imaging results. Chromium serum 2.0 cobalt serum 4.7. Additionally reported as per conversation with sales rep: the stem, which remained implanted, was a restoration modular stem. Only head and liner were revised.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown restoration modular stem. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.